Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion was unable to duplicate the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1150 went inoperable (inop) while connected to a baby. The baby was removed from the unit, provided positive pressure ventilation via bag valve mask and placed on back up ventilator. The customer confirmed there was no patient harm associated with the reported event.